Event description:
It was reported that during an implant attempt, the right ventricular lead impedance ranged from 1400-1600 ohms and the threshold measurements were above 2.5 joules. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.